Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient was traveling and presented to the nearest emergency room (ER) with depleted batteries. The train station had reportedly lost her bag. The medical personnel at the receiving hospital reported that the patient's pump had been off for at least two hours. The patient's international normalized ratio (inr) was observed to be low as a result a heparin bolus and a drip was started. The patient was then transported by air to an lvad implanting center. The ICU rn at the center contacted the manufacturer's representative to advise that the center was considering restarting the lvad. The manufacturer's representative recommended a pump replacement due to the risk for clotting; however, the center made a decision to restart the pump and the patient remains ongoing and is doing well.

Manufacturer narrative:
The patient is ongoing on lvad support without further issues. No further information is available at this time. A supplemental report will be submitted when the event analysis is completed.